Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, liver disease/toxicity, lung disease, cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, liver disease, lung disease and cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation pil observed an unknown dust contamination on the top cover, side cover, on the right panel assembly, inside the air outlet port, inside the filter area, and sd card cowl. Unknown damage was observed on the warning label. Heavy dust-like contamination and potential hairlike fibers were observed on the top and bottom of the pca, on the interior side of the top cover, behind the side cover, on the blower cap, and on the filter underneath the blower housing. Dust-like contamination was observed on the blower motor, and in the base of the blower housing. Evidence of sound abatement foam degradation/breakdown was not observed. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. Pil is unable to directly address the symptoms outlined in the complaint the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was unable to address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report